Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Product evaluation relayed "the actual part did contain what appeared to be possible polishing compound inside slot." Review of the complaint history identified additional complaints that were investigated, and it was determined that no further action is required due to the time frame in which they were manufactured. Review of device history records found these units were released to distribution with no deviations or anomalies. This product was found to be nonconforming when it left biomet control. This report is being submitted late as it has been identified in remediation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Foreign substance on implant.